Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus. Tandem technical support requested additional information; however, the customer declined to provide and ended the call. There was no reported impact to the customer's blood glucose level.